Event description:
It was reported that the fluid warming device had an out of box failure. The device began to operate over-temperature and could not be calibrated. No patient was involved. No other information was provided.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a faulty printed circuit board (pcb). Functional testing found the over temp alarm is going off and can't calibrate confirming the customer complaint. The root cause of the reported issue was found to be a malfunctioning printed circuit board (pcb). Replaced the printed circuit board (pcb) and the device passed all functional testing.